Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Corrective programming changes were made on (B)(6) 2021. The patient was stable throughout the event.